Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a loss of prime warning was reproduced for investigation purposes, and the pump emitted the appropriate audio-visual alerts. After successfully performing the prime and fill cannula steps, all boxes on the ezprime status screen were filled in appropriately. A normal 10 unit bolus and a 10unit audio bolus were successfully performed and both were accurately recorded in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump was not primed because they noticed in the prime/rewind menu that prime and fill cannula boxes were not checked. The reporter stated that the patient's blood glucose (bg) was 13.9 mmol/l with headache, tiredness and difficulty seeing. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.